Event description:
It was reported that during a cryo ablation procedure to treat atrial fibrillation the crbs polarx fit balloon cath st ous was selected for use, error sn (B)(6): the console detected blood in the catheter occurred in the inflated state before freezing inside the body. The troubleshooting was performed and the catheter and cryo cable were replaced. It is unknown if blood was visible inside the catheter after error occurred, there was blood on the balloon, but it was not possible to visually confirm whether it was on the inside or not. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the polarx balloon. The polarx device was then leak tested and passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wire was found to be damaged with a loop present. It is likely the shifted inner balloon blood detect wire that is observed to be overlapping on itself triggered a blood detect error after coming into contact with itself. The heat shrink for the wire did not capture the wire itself allowing for the wire to shift freely. The heats shrink was able to be moved with minimal force. This likely led to the blood detect wire being able to move around freely which created the loop triggering the false blood detection error.

Event description:
It was reported that during a cryo ablation procedure to treat atrial fibrillation the crbs polarx fit balloon cath st ous was selected for use, error sn 1 - (B)(6): the console detected blood in the catheter occurred in the inflated state before freezing inside the body. The troubleshooting was performed and the catheter and cryo cable were replaced. It is unknown if blood was visible inside the catheter after error occurred, there was blood on the balloon, but it was not possible to visually confirm whether it was on the inside or not. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.